Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the device to be returned for eval. When the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that the "bedside nurse found secondary dressing had been removed by night shift and catheter broken and wrapped around pt's lower extremity. It appeared that the pt had rubbed off the dressing and caught foot in extension, pulling it out completely."